Manufacturer narrative:
324098 evaluation statement: the customer stated that all of the pumps on one of their units started beeping and paused their infusions at 7 am on 19 september 2019 and occurred before the epic interfaces were turned on but a few hours after epic had been up. The event logs from 3 pcu¿s and 10 pump modules were received for investigation. (B)(4). The pcu event logs were reviewed for the reported timeframe and the logs show no devices were in a ¿paused¿ state around 7 am on 19 september 2019. The logs do show multiple pump modules ¿paused¿ on multiple days; however the devices were paused via actual keypress. The ability to pause an infusion is not automated and the system does not have the ability to pause an infusion via a remote message. The only errors that occurred during this timeframe were for invalid message requests. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that only pumps from certain units paused.